Manufacturer narrative:
Product and lot number not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Brush head broke off while using toothbrush. No adverse effect. Case description: a consumer reported while using an oral-b crossaction power series toothbrush, the oral-b brush heads, version unk broke off. The consumer reported use of the brush heads for 3 months. The case outcome was no symptoms. No further info was provided.